Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Device analysis revealed a kink and damage was observed at the lap joint area in the sheath assembly. Impedance testing showed an electrical open at distal wave form. It was observed that the catheter leaked at the lap joint area when it was flushed. During image characterization testing, no image appeared in the ilab system.

Event description:
Reportable based on investigation completed on 06feb2019. It was reported that lost image occurred. An opticross imaging catheter was selected for use. During the procedure, it was noted that the screen blacked out during pullback. The procedure was completed with a different device of the same model. No patient complications were reported and patients status was stable. However, device analysis revealed a damage in the lap joint area in the sheath assembly.